Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm while attempting to deliver a bolus. Customer changed out all pump supplies and was able to successfully resume insulin delivery. Customer's blood glucose level was not impacted.